Event description:
It was reported that the insulin pump is not working properly. Customer changed the reservoir and infusion set and the insulin pump alarmed motor error. The blood glucose reading is 219 mg/dl. The insulin pump has cosmetic damage to the bottom, around the drive support cap. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with currents in specification. The insulin pump received with cracked end cap. Unable to perform the prime test or excessive no delivery alarm due to cracked end cap anomaly. Unable to verify motor error alarm. However, motor passed motor test. Drive support disk was inspected and no anomaly was noted. No error alarm in alarm history screen.